Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had a heat treatment at their physical therapy session on (B)(6) 2018; they are going to follow up with their healthcare provider (hcp). They've had heat treatments several times before, but they felt a throbbing sensation after there most recent one. The treatment was on their neck and shoulder, but they wet themselves afterwards. Patient further said the ins is not working anyway for them because they are still going to bathroom 12 times per day. Patient also said they do leg exercises where the legs were pulled up. They did this test on (B)(6) 2018 and it seemed to bother them; their other treatments did not bother them. Later on that day, an hcp called asking about tens unit compatibility; information was reviewed. The caller also said the patient did have a urinary issue after their last tens treatment; no other modality's were discussed. No further patient complications have been reported as a result of this event.